Event description:
Shortly after an implant procedure, the pt developed an epidural hematoma. The surgeon decided to explant the system. The pt is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval.